Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On the same day, it was reported that the patient was hospitalized with dka due to a cgm inaccuracy issue. No patient symptoms were reported. The patient reported that the cgm was reading around 40 mg/dl. The patient self-treated with juice. However, it was documented that the patient "found out that her glucose level was high". At some point during this event, the cgm was reading 62 mg/dl, and the bg meter was reading 224 mg/dl. It could not be confirmed how the patient was brought into the emergency room (ER). There was no documentation of what medication or treatment the patient received while hospitalized. The patient was discharged home after 1.5 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On the same day, it was reported that the patient was hospitalized with dka due to a cgm inaccuracy issue. No patient symptoms were reported. At some point during this event, the cgm was reading 62 mg/dl, and the bg meter was reading 224 mg/dl. There was no documentation of what medication or treatment the patient received while hospitalized. It was also not specified how long the patient was hospitalized for prior to being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.